Event description:
It was reported that the fiber broke, and the nonwovens fabric pad burnt. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break is confirmed. Analysis of the returned fiber identified two fiber body breaks. The first one was observed between the input connector and control knob. The second fiber body break was observed at the open end of the metal cap. The broken ends of the fiber body exhibited burn marks. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified most of the output escapes from the fracture location. The IFU states: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis result, it is likely that procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported, that the fiber broke. And the nonwovens fabric pad burnt. The procedure was completed with another of the same device. There were no patient complications.